Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer was unable to clear the alarm and will revert to manual insulin injections to temporarily manage diabetes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.